Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: motor device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition of does not function was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device exhibited vibration. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact speed reducer device exhibited vibration. It was noted in the service order that the motor device stopped working by itself while being used with the compact speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.